Manufacturer narrative:
(B)(4).

Event description:
During device evaluation by a philips bench technician it was noted that the unit had a charge/shock failure as the selected joules did not match the energy output. There was no patient involvement.